Event description:
It was reported by the patient when removing the tab they heard a click when they went to look at the pod they noticed the needle had come out indicating a needle mechanism failure. The old pod was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.